Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) wpc (B)(4). Reason for original complaint: patient was revised to address stem loosening and pain. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip) . **update: 5/3/2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, dislocation and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The liner and head are now being reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code cf9ak10. A search of the complaint database finds additional reported incidents against lot code 3102429 and lot code 3115655 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.